Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 118.3 miu/ml and was reported outside the laboratory. A doctor questioned the result and the sample was repeated on the same instrument with a result of 59,440 miu/ml. The sample was also repeated on a second cobas e601 analyzer and the result was 60,384 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 17326805 with an expiration date of 10/31/2014. The field service representative found there was possibly an issue with the sample quality, but also found a bent mixing paddle. He straightened the bent mixing paddle. He ran performance testing with success and all parameters within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.